Manufacturer narrative:
PMA 510(k):this device is not approved for sale in USA but a similar device with catalog#1553201035 and 510k# k113174 is approved for sale in USA. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion surgery at t8/il levels, for the treatment of kyphosis. On an unknown date, post-op, the implanted rod broke and the patient developed low back pain. So, on an unknown date, the patient was re-hospitalized and revision surgery was performed, in which the broken rod was completely explanted and replaced. No fragment of the broken rod remained inside the patient.

Manufacturer narrative:
Product analysis: visual review confirms rod breakage. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant fracture surface smearing is noted. Microscopic examination of the fracture surface identified a fairly flat fracture with an initial area of sub-critical overload, which appears to have initiated crack propagation, followed by surface with gently convex progressive striations through the remaining cross-sectional area, consistent with cyclic fatigue. Dimensional examination of the rod diameter confirms the rod diameter is within print specification. The above observations are consistent with a multi-modal fracture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.